Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.486, lot: l929371. Manufacturing site: (B)(4). Release to warehouse date: december 13, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition was not confirmed since the complaint device had not broken. However, the broken tip of the driving cap was contained within the complaint device. There were also scratches and nicks on the complaint device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection on an unknown date, broken equipment was discovered in the warehouse. There was no patient involvement. This report is for a radiolucent insertion handle for expert nails/100mm. This is report 1 of 2 for (B)(4).